Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy and the reported abdominal ¿gassy¿ fullness and referred shoulder pain during a ccpd treatment in which the patient reported small air bubbles in the patient line. However, there is no documentation to indicate any machine failure or malfunction and no medical intervention was reported.

Event description:
A peritoneal dialysis nurse reported that a patient experienced abdominal fullness and shoulder pain. The patient noted small air bubbles in the patient line. No alarms were indicated. The patient also has a ventral hernia. During a follow up phone call, the nurse stated that the patient did not have a hernia prior to beginning peritoneal dialysis therapy and that hernia repair surgery was not performed. The nurse stated that the patient is continuing peritoneal dialysis therapy.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis nurse reported that a patient experienced abdominal fullness and shoulder pain. The patient noted small air bubbles in the patient line. No alarms were indicated. The patient also has a ventral hernia. During a follow up phone call, the nurse stated that the patient did not have a hernia prior to beginning peritoneal dialysis therapy and that hernia repair surgery was not performed. The nurse stated that the patient is continuing peritoneal dialysis therapy.